Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to oversensing of noise; the noise was reportedly due to electromagnetic interference. No adverse patient effects were reported.